Event description:
It was reported that the ilet experienced rapid battery depletion, with the charge reportedly dropping to approximately 20 percent despite nightly charging, and a replacement device was shipped. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status or need for medical intervention. Investigation included complaint intake, device replacement logistics, and preparation for return analysis. Investigation of this case revealed a suspected device power or battery performance issue consistent with battery capacity degradation or power management malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.